Manufacturer narrative:
Failure to osseointegrate, while uncommon, is an inherent risk of the procedure known to doctor and pt before the procedure is initiated and is dependent on many factors including the pt's age, sex, health, and social history (which appear to be unremarkable other than bruxism, though the implant was not loaded), the type and size of the defect being grafted, occurrence of site preparation trauma (heat or pressure) resulting in necrosis or scarring and fibrosis, primary stability of the implant (secondary to bone quality and/or excessive preparation of the osteotomy), and graft placement technique. Though pepgen will remodel to bone at a similar rate as natural bone in a pt, it is impossible to determine the specific resorption rate of any bone grafting material; material placed in an area of low vascularity and little osteogenic potential will take much longer to remodel to bone than if placed in a more active site. From the info provided, it is not possible to determine if the implant, graft, technique, pt compliance, etc. Was the etiology of failure, though it does not appear that the grafting material malfunctioned. The implant loss will be reported via asr. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review.

Event description:
It was reported that pepgen p-15 putty was used simultaneously with implant placement in the upper right anterior maxilla with bone quality type ii and fair oral hygiene; the pt also has a history of bruxism. The osteotomy was prepared via drilling and healing was transgingival for a one-stage treatment approach. The implant did not osseointegrate and demonstrated mobility prior to explantation approximately six weeks post-placement. It is not clear if the graft integrated with the surrounding vital bone or if it also failed with the implant, although the healing time is too short to expect complete integration. It is also not clear why grafting was performed (i.e. Bony dehiscence, immediate placement). As a result, it can be presumed that another surgical procedure would be necessary to achieve the desired results and preclude permanent damage to a body structure that would not be trivial.